Manufacturer narrative:
The reported event was addressed with phone support. The customer rebooted the system to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the biomed called after a successfully completed first surgery of the day and while a second surgery was ongoing that the problem of the rotated image showed up again during the first surgery. The customer stated that there was only a minor rotation which did not hinder the surgery. The intuitive technical support engineer (tse) checked and did not find any errors pointing to a rotation/engagement issue of the endoscope. The caller stated that after the first surgery, and before the second surgery started, they performed a power cycle including hard power cycle and emergency power off (epo) of the patient side cart (psc). The caller informed the tse during a follow-up call that this surgery, performed by same surgeon as the 1st surgery, was successfully completed without any rotational issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: on dec. 7th the event occurred once. According to the surgeon, the system caused this issue. At the time of the event, a prostatectomy was performed. The image was not inverted, and the endoscope did not move freely with uncontrolled motion. This event did not involve a reversed control on system arms. The endoscope was installed in up orientation and the surgeon confirmed desired orientation when endoscope was installed. There was an indication of the image orientation provided to the user via user interface and the endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached there was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. Prior to event, the endoscope was manually rotated 180 degrees and the surgeon manually associated the right and left masters with the respective arms for intuitive motion. The issue was resolved by resetting of the system and the procedure was completed with the same endoscope. Vision issue did not result in patient injury.